Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Hmsc reported lead noise on atrial and rv channel resulting in vf detection on (B)(6) 2025. Shock therapy aborted. Lead trends appear stable. Noise was not reproducible during office interrogation on (B)(6) 2026. Further evaluation to be discussed with physician. Lead currently remains implanted.

Manufacturer narrative:
Combination product: yes. The lead was explanted (B)(6) 2026. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.